Event description:
A distributor reported that after a patient was initially implanted with precice, the device lengthened as expected post-operatively. Approximately five (5) days after implantation, the patient began their lengthening prescription; however, the nail did not appear to lengthen.

Manufacturer narrative:
The surgeon performed a re-osteotomy of the patient's tibia on (B)(6) 2013. The patient resumed their lengthening prescription; however, after attempting to lengthen the nail 12mm, the nail did not appear to lengthen. The surgeon attempted to lengthen the precice nail intra-operatively on (B)(6) 2013 once more. The distal locking screws were removed and the implant was tested with an erc unit; however, the nail did not distract. As a result, the surgeon removed the existing precice nail and implanted the patient with a new precice nail, without incident. To date, the patient is doing fine. A DHR review revealed that the device met all quality inspections and was released within specifications.

Manufacturer narrative:
The device was returned and evaluated. This incident likely occurred as a result of a user/technique related problem. A DHR review revealed that there were no deviations from the manufacturing process and that the device was released within specifications and acceptable parameters.